Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva single port 18ga 1.25in (1.3 mm x 32 mm) has been found experiencing difficult needle disengagement during use. The following has been provided by the initial reporter: it was reported that the needle was stuck at the hub after direct connection. Per email: I am currently trial the nexiva single port. Yesterday we had the l&d department call us saying a nurse direct connected to the primary tubing and when they went to disconnect from the nexiva it was stuck at the hub. Multiple nurses tried with and without hemostats and were not able to disconnect.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It has been reported that one bd nexiva single port 18ga 1.25in (1.3 mm x 32 mm) has been found experiencing difficult needle disengagement during use. The following has been provided by the initial reporter: it was reported that the needle was stuck at the hub after direct connection. Per email: I am currently trial the nexiva single port. Yesterday we had the l&d department call us saying a nurse direct connected to the primary tubing and when they went to disconnect from the nexiva it was stuck at the hub. Multiple nurses tried with and without hemostats and were not able to disconnect.